Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and a loose blue pull ring cap inside of the unopened pouch was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap was loose. This event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.